Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display intermittently turned gray and showed a persistent loading indicator resembling a restart after charging, during which the user experienced elevated blood glucose up to 343 mg/dl and later 319 mg/dl; the device subsequently restarted to the main screen, but the issue recurred, and a replacement was arranged with instructions to use backup therapy. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary interruption of insulin delivery leading to elevated glucose for a few hours, with no hospitalization or professional medical intervention required. Investigation included customer service-assisted troubleshooting, user education on reconnection to the cgm and backup therapy, data sync guidance, and device return for evaluation. Investigation of the returned device revealed no screen/display performance issue with an unresponsive or stuck loading behavior consistent with a device restart state. It was concluded, based on previously established findings for similar reports, that there was no device malfunction of the display/user interface leading to intermittent restart behavior.